Manufacturer narrative:
This report is being supplemented to correct the e1 "telephone number" and g2 fields.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image not being displayed could not be identified. However, it's likely, the cause is related to a faulty printed circuit board. The cause of the faulty printed circuit board is likely, related to the adhesion of foreign matter and corrosion on the chassis on the vent side of the housing side. The event can be detected/prevented, by following the instructions for use, which state: handling and general precautions danger: the following items shall be strictly observed. The patient or user may be shocked. Do not moisten or spill this product with water or other liquids. In addition, immediately discontinue the use of this product after water or other liquids have entered the product. And contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the liquid crystal panel olympus logo would turn dark repeatedly when the device was restarted, and no image was displayed when the endoscope was plugged into the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis x1 video system center was started and the olympus logo appeared, then went dark and couldn¿t restart the device. The first two procedures were completed without problem, but in the third procedure during preparation for use, the endoscope was connected but the image was not displayed. When the device was restarted, the olympus logo blackout repeatedly occurred on the liquid crystal panel because the image was not displayed. The planned procedure was completed in another endoscopy room. There were no reports of patient harm.